Manufacturer narrative:
A2: the patients in the study ranged in age from 50 to (B)(6) years, with a median age of 74 years. A3b: the study included 213 patients, of whom 143 (67.14%) were male and 70 (32.86%) were female. B3: the exact event date was not provided in the literature article. The date of event was estimated using the beginning of the study period date range, which is july 2017 - november 2021. Detailed product information was not provided to boston scientific. Based on the nature of the information received, we are unable to provide the complete unique device identifier (UDI) or other product-specific details. If additional information becomes available, a supplemental report will be submitted. Blears, e., patel, s., doyle, m., lombardi, n., & muluk, s. (2022). Predicting transcarotid artery revascularization adverse outcomes by imaging characteristics. Annals of vascular surgery, 87, 388-401. Https://doi.org/10.1016/j.avsg.2022.05.013.

Event description:
The aim of this retrospective study was to assess preoperative imaging characteristics of carotid artery disease might be associated with adverse events following transcarotid artery revascularization (tcar). This study was included cases from july 2017 - november 2021. A total of 213 patients underwent tcar, with a median age of 74 years, and 67% were male. Of these patients, 98% were white, 1.4% were black, and 0.5% were latino. Twenty-six percent were current smokers, 43% were former smokers (median 10 years since quitting), and 31% had never smoked. Approximately one-third of patients had a hostile neck due to prior ipsilateral carotid endarterectomy, neck surgery, or radiation therapy. Sixteen percent underwent tcar as a secondary procedure following previous carotid interventions. Forty-nine percent of procedures were performed on the left side, and 5.6% were emergent due to evolving neurologic symptoms. In addition, 44.6% of patients had a history of transient ischemic attack or stroke. A total of 7 patients (3.3%) experienced strokes. Three occurred within 30 days of the procedure, and 4 during follow-up. Three (1.4%) experienced myocardial infarctions (mi) within 30 days, and one patient had both a stroke and mi. Restenosis/persistent stenosis was observed in 3 patients (1.4%), where one of the patients required repeat tcar. Nine patients experienced postoperative hematoma at access site or flow-reversal site. Eight patients (3.8%) experienced postoperative hypertension requiring ICU management. The median hospital stay was one day, with no significant difference between those with and without adverse events.